Event description:
It was reported that the patient presented in-clinic with eri and eol alerts. There were no programming changes or therapies. The physician has elected to replace the device, which will be scheduled at a later date. The patient is currently recuperating from an unrelated illness.